Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed battery test alarms due to corroded battery tube and battery cap contact. Unit had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. Customer's blood glucose level was 230 mg/dl. Customer stated that they were at school taking a test when they received the alarm. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.